Event description:
During evaluation of the returned device, a small hole was also noted in the catheter.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the failure mode of an external leak was confirmed but the cause is unknown. The returned 4fr s/l groshong nxt catheter contained a complete circumferential break at the distal end of the flushing blunt of the proximal connector between the 54cm and 55cm depth markings. This complete break was addressed as a different complaint file. When an attempt was made to flush the distal catheter segment with water, the catheter segment was patent to infusion. However, a spraying leak was observed from between the 48cm and 49cm depth markings. When the sample was hydraulically pressurized, no additional leaks were detected. Microscopic examination of the leak site revealed a small hole. A circumferential impression was seen in the tubing, in line with the hole. The catheter tubing was slightly discolored lighter along the impression. The catheter tubing was split longitudinally by the investigator to expose the inner lumen of the catheter. A circumferential split was seen on the inner wall of the tubing that decreased in size into the hole that was visible on the outer wall of the catheter. The damage on the inner wall was more pronounced than the outer wall which may indicate that the split originated from the inside of the tubing or that the split propagated easier and further on the inner tubing material. The impression in the tubing may have been caused by the catheter being grasped with a tool, a suture tied around the catheter, or repetitive kinking of the catheter in that location. It is unknown why the damage on the inner wall is more pronounced than the outer wall of the catheter. The cause of the leak in the catheter could not conclusively be determined from evaluation of the returned sample. Possible contributing factors could include damage from the inlaid stylet, damage from tools or sutures around the catheter, or material fatigue from the catheter being kinked. H3 other text : evaluation findings are in section h.11

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of reds2273 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
During evaluation of the returned device, a small hole was also noted in the catheter.